Event description:
The authors of a literature report aimed at comparing corneal thickness and corneal volume changes using torsional and longitudinal phacoemulsification in patients with fuchs endothelial dystrophy (fed) reported an eye in the longitudinal group needed one suture to close the main incision because of thermal injury of the cornea. The eye had a locs ii grade 3 nucleus with a cumulative dissipated energy and ultrasound time comparable with others in the locs ii grade 3 group.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Citation: doors m, tos t, berendschot jm, touwslager w, webers c, nujits r. Jama ophthalmol 2013; 131(11): 1443-1450. (B)(4).